Event description:
Home care pt was being fed using a pump. 948 ml of an enteral feeding solution were hung, and the pump was set to deliver 80 ml/hr. 948 ml were delivered in 9.5 hours. Following the event, the patient vomitted. There was no illness, injury or medical intervention resulting from the event. One pt involved.